Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation conclusion: the customer reported the feeding set presented a nutrition leak at the distal side during priming. There was no patient involvement. The report refers to product code 775100, epump cross spike feed & flush, with lot number 202510046, manufactured on 9/7/2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. One (1) used sample was returned for evaluation. Visual inspection performed noted the tubing line and cross-spike were detached, thus confirming the report of leak. An investigation has been initiated to determine the root cause of the confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set presented a nutrition leak at the distal side during priming. There was no patient involvement.